Event description:
It was reported that during a prostate procedure a :fiber cap detachment" had occurred; "aiming beam fires straight." Reportedly, "in doctor's opinion, fiber cap looks sharp; when the joules were at 225,000, fiber cap looked different. There was more bleeding than normal." Unknown if cap detached inside pt. No pt injury reported.